Event description:
Pt was taken to ER fully immobilized after a motor vehicle accident on (B)(6) 2013. Was taken to the operating room for im nailing of right femur on (B)(6) 2013. Was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, pt was readmitted to the ER complaining of pain after coming out of the bath tub and felt something from the ER that he has a broken aos femoral nail. Pt was taken to surgery for revision of trochanteric fixation nail to right femur where the broken im nail 11mm x 390mm was removed and replaced with an 11mm x 420mm im nail from the same company on (B)(6) 2013. Reason for use: fractured right femur.